Event description:
It was reported that following strenuous exercise, the patient experienced recurring incontinence. The patient had the artificial urinary sphincter removed. A new artificial urinary sphincter consisting of a 4.5 cm cuff, pump, and balloon were implanted. Device analysis: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that following strenuous exercise, the patient experienced recurring incontinence. The patient had the artificial urinary sphincter removed. A new artificial urinary sphincter consisting of a 4.5 cm cuff, pump, and balloon were implanted.